Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an extra bunched up ball similar to the catheter was found at the tip of the cystoscope during insertion of the catheter. The procedure was completed with another flexima ureteral catheter. No patient complications have been reported due to this event.